Event description:
On/off key is not working; reporting due to a defective keypad. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log is not sufficient to confirm this event. Devices was not returned to france but defective part changed following servicing returned to france for investigation. Complaint investigation was performed by our investigators. During the visual check of the spare part, the investigator found the upper case kit very dirty. He connected the upper case to a test device in order to verify the complaint and he was able to start and stop the device by pressing the start/stop button. Only the on/off and the menu/exit buttons were working. He then took the keyboard out of the case and found many traces of infiltrations. The keyboard tracks show oxidation on several buttons. For keypad (sn:(B)(4)): it was out of service due to oxidation on the tracks causing cracks, therefore this issue is considered to be not valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.